Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-apr-2016, an fse visited the customer to address the reported event. During servicing, the fse aligned the loader and needle mechanism. They also cleaned and lubricated the rod and scre for the needle mechanism. The fse was able to run the instrument without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the sample needle rod and screw.

Event description:
On (B)(6) 2016, a customer reported error 701 (z-axis ) with their g8 analyzer. The reported that the issue was seen during installation but it was never corrected. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.